Manufacturer narrative:
Concomitant medical products: product ID: 3998, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt reported that for months they feel like the the leads in their back have something out of place and they are trying to come through. Pt said that their healthcare provider wanted them to get adjustments done for this. The patient was redirected to their healthcare provider to further address the issue.